Manufacturer narrative:
The complaint device was received and evaluated; only the inserter portion of the anchor was returned. Visual observation confirms the tip of the inserter shaft is broken. The broken piece was not sent back with the device. Under magnification, the shaft does not appear to be deformed in any way, and the shaft shows no signs of excessive force being applied during use. It was observed that the tip broke at the weld with the distal end of the inserter¿s shaft. The fracture surface shows no sign of a brittle failure and appears to retain its original machined finish. A small laser weld mark is visible on the shaft, likely from the initial spot welds. A DHR review was conducted to determine if there were any internal processing issues, which would have contributed to the nature of the product complaint. Our results indicate that this batch was processed without incident. A review into the depuy synthes mitek complaints system revealed no other complaints of any type for this lot of (B)(4) devices that were released to distribution. The root cause for this failure is likely a defective weld during the manufacturing process. A nonconformance has been opened for this failure. The nonconformance will investigate this issue further in an effort to determine root cause and identify appropriate corrective actions. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4).

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4).

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
The tip of the introducer get detached during the shoulder procedure. The anchor was already placed. The tip was retrieved immediately and without any difficulty. There was 10 to 15 minutes of delay in the procedure. No patient consequence. Additional information received via email from the affiliate on 11-23-16: the surgeon did the hole for the shoulder anchor and then taped the hole and the screwed the anchor. The bone was hard and she put pressure down on the screw driver in order to screw well the anchor. About 1 mm before having the screw fully in the bone the screw driver broke and she couldn¿t screw any more. With a small rongor (pince gouge) she cut the outside part of the anchor and finished normally the procedure. It delayed the surgery by about 5mn.